Manufacturer narrative:
(B)(4). The reported field event of high hv lead impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported high hv lead impedance anomaly could not be determined.

Event description:
It was reported that through remote transmission, high, out of range high voltage lead impedance was observed. The patient was asymptomatic. The device was explanted, and no further information is available.